Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasions were found at 8.6-9.0cm, 9.6-10.2cm, 10.6-11.4cm, and 15.2-15.6cm from the distal tip consistent with lead friction to another device. The etfe coating was intact these locations. A melted conductor was found on the middle segment of the returned lead. Reliability laboratory technician; (B)(6). No complaint received with return of device. Failure (event) observed during analysis.